Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10512. It was reported the pt ((B)(6)) was experiencing heating at the ipg site during charging sessions. In addition, the pt was experiencing difficulty establishing communication between the ipg and external devices. Add'l charging systems and pt programmers were tried to no avail. X-ray imagery revealed no anomalies. The ipg was removed and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.